Manufacturer narrative:
See MFR. Report #3004209178-2016-12744 regarding another device the patient had implanted. The main component of the system and other applicable components are: product ID 3093-28, lot # v121710, implanted: (B)(6) 2008, product type lead; product ID 3093-28, lot # v138159, implanted: (B)(6) 2008, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type implantable neurostimulator. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that the patient was having her implantable neurostimulators (inss) and leads removed for MRI compatibility. At the procedure, both leads broke, leaving some portion of the lead implanted in the patient. The damage was at the distal portion of the leads with the electrodes in the tissue. There was no further planned action for the patient and presumably she was okay.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.